Event description:
Pt experienced seroma and chronic pain. Mesh was not infected.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the f/u report once the eval is completed.